Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed food and did not deliver an adequate bolus for the food consumed. The customer's blood glucose level was 220 mg/dl. Recommendation was made to consult with health care provider regarding diabetes management.